Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from ICU/ccu that an unspecified infusion was programmed for a rate of "2" and a volume to be infused (vtbi) of "99.1," but the devices changed by itself to a rate of "4" and a vtbi of "99.1," resulting in an over infusion. There was no impact to patient.

Event description:
It was reported from the ICU/ccu that an unspecified infusion was programmed for a rate of "2", and a volume to be infused (vtbi) of "99.1", but the devices changed by itself to a rate of "4", and a (vtbi) of "99.1"; resulting in an over infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report of an over-infusion was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Dried fluid observed on the rear case under the left (female) iui and under the right (male) iui. No anomalies were observed during inspection of the mechanism assembly . Review of pcu event log showed, prior to the reported event date, the pcu was powered on, on (B)(6) 2020 at 12:52 am and same patient and same profile (critical care) were selected. The pump module was added on (B)(6) 2020 at 2:24 am. At 2:27 am, the pump module (sn 14843435) was selected and programmed 100 ml of fentanyl (drug ID= 169) at a rate of 2 ml/hr. At 2:59 am, the pump module was selected and the dose was changed to 20 mcg/kg/min which changed the rate to 4 ml/hr., (vtbi= 99.01 ml). At 4:57 am, the pump module was paused and was restarted three minutes later. At 7:47 am, the pump module was selected and changed the rate to 2 ml/hr. The pump module continued to infuse at 2 ml/hr until the pcu was channeled off on (B)(6) 2020 at 11:11 am. Rate accuracy testing found the device operating with-in specification(s). The root cause of the customer¿s report of an over infusion was identified as a result of user programming.

Event description:
It was reported from the ICU/ccu, that an unspecified infusion was programmed for a rate of "2", and a volume to be infused (vtbi) of "99.1", but the devices changed by itself to a rate of "4", and a (vtbi) of "99.1"; resulting in an over infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report of an over-infusion was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Dried fluid observed on the rear case under the left (female) iui and under the right (male) iui. No anomalies were observed during inspection of the mechanism assembly . Review of pcu event log showed, prior to the reported event date, the pcu was powered on, on (B)(6) 2020 at 12:52 am and same patient and same profile (critical care) were selected. The pump module was added on (B)(6) 2020 at 2:24 am. At 2:27 am, the pump module (sn (B)(6) ) was selected and programmed 100 ml of fentanyl (drug ID= 169) at a rate of 2 ml/hr. At 2:59 am, the pump module was selected and the dose was changed to 20 mcg/kg/min which changed the rate to 4 ml/hr., (vtbi= 99.01 ml). At 4:57 am, the pump module was paused and was restarted three minutes later. At 7:47 am, the pump module was selected and changed the rate to 2 ml/hr. The pump module continued to infuse at 2 ml/hr until the pcu was channeled off on (B)(6) 2020 at 11:11 am. Rate accuracy testing found the device operating with-in specification(s). The root cause of the customer¿s report of an over infusion was identified as a result of user programming.